Manufacturer narrative:
Root cause attributed to a loose bottle cap. (B)(4).

Event description:
The customer contacted beckman coulter, inc. (Bec) to report that liquid had leaked from their immunoprep reagent system. The customer reported that the liquid had leaked from one bottle due to a loose cap. The customer reported that the leak was contained and the product was discarded. There was no impact to patient results. Patient treatment was not impacted by this event. The customer was wearing personal protective equipment (ppe - gloves) at the time of the event. There was no exposure to the customer. The customer did not seek medical attention. There is a risk management plan in place at the customer's facility. The customer reviewed the material safety data sheet (msds). Reagent a is a skin and eye irritant and reagent c may cause irritation of skin, eyes, mucous membranes, and upper respiratory tract and is a suspected carcinogen. Service was not dispatched for this event. The root cause of this event is attributed to a loose bottle cap.